Event description:
Sales consultant reported a reusable metal reamer shaft and sterile tube got stuck together and the pieces would not come apart. The sales consultant confirmed this event was noticed on (B)(6) 2013 after the surgeon performed an intramedullary nailing of a femur fracture when the scrub tech could not get the pieces apart. The scrub tech used a mallet to try to pull the pieces apart and was unsuccessful. Sales consultant further commented the tip of the shaft broke off about 3/4 inch however the facility can not find the broken part. X-rays were checked by the surgeon/facility and there was no evidence of fragments left in the patient. Surgeon clarified the device was fine in surgery and functioned during his surgery without a problem. It is unknown by the hospital how the product jammed/stuck together after surgery. Product was fine until transferred in route to the scrub techs location where it was stuck and she whacked it with a hammer very hard to break apart. No patient information is available; no patient consequences were reported. The surgery was successfully completed. This is report number 2 of 2 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing no conclusion can be drawn. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. This instrument, is not intended to be implanted/explanted. The device available for evaluation was originally selected as yes in the initial medwatch. The date returned to manufacturer was originally entered as 8/26/2013. Upon receipt of part 314.743, the decon form and evaluations, stated part 314.743 (the drive shaft) arrived for evaluation without part 314.746s (the ria tube) stuck inside of the part. Part 314.746s has not been evaluated since it has not been returned to synthes at this time. The consultant is further investigating, the part disposition status at this time to determine if the part will be evaluated/not evaluated. Date received by manufacture - on 10/08/2013, it was noted by reviewing both the decon form (update by visual inspection) and the completed product development evaluation that the ria tube assembly (part 314.746s) was not found stuck inside the drive shaft (part 314.73). Device has not been returned to the manufacturer.